Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet could not be inserted into the lead. A new lead was used instead, and the patient was stable.